Manufacturer narrative:
On 4/16/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 1 cm x 1 cm on the anterior aspect. The valve was missing. No other anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. A manufacturing record evaluation (mre) of lot number 5583649 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 475cc mentor smooth round moderate profile saline catalog: 3501680, lot: 5583649, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 475cc mentor smooth round moderate profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.